Event description:
It was reported that the catheter was inserted via the right subclavian vein. Two days later, the patient developed hypotension and went into respiratory arrest. Atropine and noradrenaline were administered along with a heart massage. The patient responded quickly and blood pressure normalized. Then it was noticed that the distal extension line of the catheter had disconnected from the junction hub, so it was clamped off. There was no other complications.